Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer had not tested blood glucose levels at the time of the reported event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.